Event description:
It was reported that a small volume folfusor overinfused medication to the patient. The device delivered the medication dose too quickly as the pump was empty after 34 hours instead of the expected therapy time of 46 hours. The device was filled with fluorouracil 2400mg and sodium chloride with a total volume of 121ml. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to december 22, 2021 - december 23, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.